Manufacturer narrative:
Pump was received with act button unresponsive due to keypad connector unlocked. Unable to verify battery out limit alarm or perform the self test, error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to button keypad anomaly. Pump passed stop current test. Pump had cracked case at display window corners, battery tube threads and minor scratched display window. (B)(4).

Event description:
The customer¿s mother reported via phone call that their insulin pump alarmed battery-out limit after replacing the battery in a timely manner. The customer¿s blood glucose level was 340 mg/dl at the time of the incident. Mother also reported the keypad was unresponsive, tried changing the battery and received the battery-out of limit alarm. Troubleshooting did not resolve the issue. The mother was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.